Event description:
It was reported that the customer received a motor error alarm, as well as an unexpected restart alarm. Customer's blood glucose level at the time 5.7mmol/l. Troubleshooting occurred.

Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads.